Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod coils and a non-penumbra microcatheter. During the procedure, it was reported that there was an issue with a pod coil. The pod coil was removed. While repositioning the next pod coil, the embolization coil unintentionally detached in the patient's vessel. A snare device was used to attempt to remove the detached embolization coil without success. No additional information was provided on how the procedure was completed.

Event description:
The patient was undergoing a coil embolization procedure using pod coils and a non-penumbra microcatheter (progreat). During the procedure, it was reported that there was an issue with a pod coil. The pod coil was removed. While repositioning the next pod coil, the embolization coil unintentionally detached in the patient's vessel. Multiple attempts were made to snare the detached embolization coil without success. The patient was taken for a computed tomography angiography (cta) which showed the detached coil in the splenic artery with the end part in the celiac ostium without obvious aortic involvement. It was reported that the patient requires repeat CT angiograms due to the detached embolization coil.

Manufacturer narrative:
Please note that this complaint was also submitted to the FDA by the user facility. The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section a. Box 2. Age, box 3a. Sex, box 4. Weight. 2. Section b. Box 5. Describe event or problem. 3. Section e. Box 4. Initial reporter also sent report to FDA. 4. Section g. Box 2. Report source. 5. Section h. Box 10. Related report numbers.